Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose levels increased to 530 mg/dl after an unspecified duration of pod wear on the abdomen. The patient experienced worsening symptoms, including weakness and vomiting, and believed ketones were present based on how they felt. On (B)(6) 2026, the patient sought medical attention and was admitted to the hospital, where they were diagnosed with hyperglycemia, elevated potassium levels, and kidney issues that were being monitored. The patient received insulin and fluids during treatment. A discharge date was not known at the time of reporting. The patient¿s spouse reported finding moisture on the pod and detecting the smell of insulin, suggesting a possible insulin leak. The patient confirmed that the cannula had inserted into the skin during activation. It was further noted that the patient received several automated delivery restriction notifications during pod wear and reported that continuous glucose monitor readings appeared inaccurate; however, no additional details regarding the suspected inaccuracy were provided.